Manufacturer narrative:
The returned sample was analyzed and did not provide any root cause for the failure.

Event description:
Chipped bottom of front upper tooth [tooth fracture]. Toothbrush has quite a strong vibration [device physical property issue].. Case description: a wife reported that her husband, age (B)(6) years, used the oral-b vitality series toothbrush for the first time from (B)(6) 2015 and it chipped his front upper tooth on an unspecified date in (B)(6) 2015. She stated that they have been using these products for 20 years and they were using a model that died and so recently got this new one. She reported that the new one has quite a strong vibration. She telephoned a dentist and he has an appointment scheduled for next week. No treatment was used to alleviate his symptom. She stated that it only happened with this brush, and she cannot find the one they used to use, which she identified as an oral-b toothbrush type (B)(4). Product use was discontinued. The case outcome was not recovered/not resolved. No further information was provided. Review of audiolog of initial telephone contact of (B)(4) 2015: a wife reported that her husband, male age (B)(6) years, used the oral-b vitality series toothbrush for the first time beginning on an unspecified date, for about a week, and it chipped his front upper tooth one day last week. The lot number was reported as n2820 l04. Relevant history: similar product used previously: yes-braun toothbrush type (B)(4) with no adverse event; allergy-none; medical history-none. No further information was provided. 26-jun-2015 product investigation results: the product was returned by the consumer and found to be within specification/limits. No product/technical fault was found. The claim cannot be verified. Product confirmed to be oral-b type 3709 toothbrush with a production code of (B)(4). No further information was provided.

Event description:
Chipped bottom of front upper tooth [tooth fracture]. Toothbrush has quite a strong vibration [device physical property issue]. Case description: a wife reported that her husband, (B)(6) years, used the oral-b vitality series toothbrush for the first time from (B)(6) 2015 through (B)(6) 2015 and it chipped his front upper tooth on an unspecified date in (B)(6) 2015. She stated that they have been using these products for 20 years and they were using a model that died and so recently got this new one. She reported that the new one has quite a strong vibration. She telephoned a dentist and he has an appointment scheduled for next week. No treatment was used to alleviate his symptom. She stated that it only happened with this brush, and she cannot find the one they used to use, which she identified as an oral-b toothbrush type 4731. Product use was discontinued. The case outcome was not recovered/not resolved. No further information was provided. Review of audiolog of initial telephone contact of (B)(6) 2015: a wife reported that her husband, male (B)(6) years, used the oral-b vitality series toothbrush for the first time beginning on an unspecified date, for about a week, and it chipped his front upper tooth one day last week. The lot number was reported as n2820 l04. Relevant history: similar product used previously: yes-braun toothbrush type 4731 with no adverse event; allergy-none; medical history-none. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.